Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. The implantable pulse generator (ipg) was placed in the left calf area in order to target the tibial nerve and treat foot pain. During a post-surgical follow-up it was noted that there was blood pooling at the ipg implant site. The physician elected to remove the system in order to allow healing. A full system explant took place on (B)(6) 2024, aproximately 2 weeks post implant. Nalu representatives were not present for the explant and were unable to obtain the device for return to the firm.

Manufacturer narrative:
There is no indication of any device or system failure. Per the implanting physician, the poor healing and blood pooling were attributed to patient's past trauma, scarring, and existence of implanted hardware in the affected extremity.